Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that the patient experienced an issue with the infusion sets, specifically leakage. The event occurred on (B)(6) 2024. The infusion set had been in use for 72 hours, and there was no stress or pull on the tubing. The leak was at the site, and the patient was able to change the infusion set. The patient reported a skin issue associated with the product insertion site, specifically skin redness and hardness under the tape. The patient did not receive medical treatment because of the site issue. No further information available.

Manufacturer narrative:
(B)(6).